Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that during cartridge loading, when the air removal step was performed, the customer was able to remove more air than expected. The customer loaded the cartridge and air bubbles were observed within the infusion set tubing that had a "foam" like appearance. A cartridge change was performed resolving the issue. There was no impact to the customer's blood glucose level.